Event description:
It was reported the customer was hospitalized for low blood glucose. It was stated that the customer is in diabetic coma and has apparently been in coma for some undetermined amount of time. Troubleshooting was performed. Time and date were correct. The bolus history revealed a bolus correction for high blood glucose, a week prior to her admission. It was also stated that the insulin pump alarmed no delivery twice. Had mother removed the reservoir, and units left in the status were 104u, but when the reservoir was removed, the reservoir was empty.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.